Manufacturer narrative:
(B)(4). Facility declined to provide patient weight. Additional information provided, the manufacturers device became stuck at an in-stent restenosis at lad #6-7 during removal of the device. Additional intervention was performed, the femoral artery was punctured, and semi-compliant balloon was used at the stenotic lesion to release the stuck manufactures device. Another same device was used to complete the procedure. No tests/laboratory data was available. : no information was available. The implant or explant dates are not applicable to this device. Device was not returned for evaluation; infectious. Device was not returned for evaluation. The instructions for use (IFU) outlines precautions for use: 14. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. [It may cause a damage to blood vessels or damage of this product]. 15. Exercise care when advancing the catheter distal to a deployed stent. The short monorail segment can result in exposure of the guide wire to the stent struts. 16. Care should be taken when advancing or re-advancing a guide wire or catheter through a deployed stent. A guide wire may exit between stent struts when crossing or re-crossing a stent that is not fully apposed to the vessel wall. When advancing or readvancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire and/or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of the catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. 17. In instances where the device has crossed a deployed stent, care should be taken when retracting the device to ensure that entanglement does not occur. Fluoroscopy should be used to monitor guide wire position with respect to the imaging catheter and the stent; at no time should the imaging catheter be retracted if there is evidence of guide wire prolapse or if significant resistance to withdrawal is experienced. If either of these events occur, advance the imaging catheter distal of the stent and then carefully remove the whole system under the guidance of fluoroscopy. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, inside the body, during removal, the manufactures device got stuck in the vessel. The manufactures device could not be removed with a 0.025in. Guide wire that was introduced into the catheter after core wire was removed from the device. The vessel was punctured at femoral artery and the user advanced a balloon catheter to the lesion where the manufactures device was stuck. The user inflated the balloon at the lesion, then, the manufactures device released and could be retrieved. The patient was discharged as expected. Vessel: lad# 6-7; highly tortuous and severe stenotic lesion; in-stent restenosis. This event is being reported because additional intervention was required; use of a balloon catheter to remove the manufactures device.